Event description:
It was initially reported in 2007 that, the balloon ruptured at the inflation test before use. There were no patient complications reported. The device was returned with missing latex. Please refer to section h10 concerning the evaluation results.

Manufacturer narrative:
Eval results: the balloon appears to have ruptured in the central area. It was observed that latex was missing from the balloon; however, latex was visible under the proximal windings with a flap of latex under and next to the distal windings. It was noted that the catheter is at 24 months of a 27 month shelf life.